Event description:
A 3.0 mm diameter x 24mm length ave micro stent it was inserted into the pt. During removal of the undeployed stent, the stent dislodged from the stent delivery system in the coronary artery. It is not known whether or not the physician followed the instructions for use for removal of an undeployed stent. The stent was successfully snared to the groin, using the stent delivery system, and then surgically removed from the pt's groin. There was no add'l clinical sequelae reported relative to the event.